Event description:
While emptying an indwelling urinary catheter bag, the drainage tube disconnected from the urine collection bag, resulting in urine spilling out over the floor and this rn's (registered nurse) gloves. This also required the drainage bag to be replaced, resulting in a break in the system. Appropriate ppe (gloves) were worn but some urine did splash onto this rn. This rn has heard other rns commenting on how catheter bags have seemed less sturdy than previous years. For example, another rn on the same unit commented that a catheter bag had ruptured and splashed urine several weeks ago (unclear if this was reported or not). There may be a manufacturing defect in these catheter kits.